Manufacturer narrative:
The device is not available.

Event description:
It was reported that resistance was encountered as the coil was advanced into the microcatheter ans the coil broke during placement into the microcatheter. No further details were provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the delivery wire and the proximal contact were kinked. The observed issues were likely caused by the handling of the device. The main coil was kinked and there was no evidence of fracturing or breaking. The device was advanced out of the introducer sheath with resistance. It is most probable that procedural factors encountered during the procedure limiting the performance of the device and contributed to the observed main coil kinked and coil introducer sheath friction. All dimension were within specification. Investigation of the returned device did not find any evidence of the coil breakage. Therefore, the reported issue of the coil broke was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that resistance was encountered as the coil was advanced into the microcatheter ans the coil broke during placement into the microcatheter. No further details were provided.